Manufacturer narrative:
The customer reported that an intellivue mp5 monitor had fallen to the floor resulting in the touch screen being cracked. The customer requested information about which part to replace. There is no indication of a defective mounting solution, or any other mechanical defect contributing to the drop, was provided. It was not expressed or alleged as an unexpected drop. Please note that this device failure is considered a physical damage likely caused by improper user handling and therefore not a malfunction of design or labeling. We will consider this as due to use outside normal and expected. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that an intellivue mp5 monitor had fallen to the floor resulting in the touch screen being cracked.